Manufacturer narrative:
One medfusion® 3500 syringe pump was returned in good condition with no external damage. Testing was not able to replicate the issue of clutch, plunger lever, motor rate error. The cause of the problem was that the plunger tube was cleaned from all grease and was binding on the plunger tube during testing possibly contributing to the issue. The failure mode was identified as customer induced. The root cause was user interface. The customer was not following the information for use instructions.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported.